Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in person interrogation. It was noted that the patient's insertable cardiac monitor exhibited post sensed t-wave oversensing. Programming changes were made to resolve the issue. The patient was in stable condition.